Event description:
It was reported that the mother could smell insulin in the reservoir compartment and most likely due to leaky reservoir. It was stated that the customer was hospitalized due to diabetes ketoacidosis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.